Event description:
During a pulsed field ablation procedure, a backflow of blood was observed from the hemostatic valve of the agilis sheath. The dilator had been inserted through the agilis 13f sheath, and the assembly was advanced over a non-abbott (baylis/boston scientific) versacross transseptal wire. After the dilator was removed, an advisor hd grid catheter was inserted into the agilis sheath. The leaking agilis sheath valve was noticed upon the removal of the advisor hd grid catheter. The agilis sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.